Manufacturer narrative:
H11: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "the catheter puncture sheath is notched and has a split fork, doesn't work properly, if the treatment is delayed, the catheter can only be re-removed for the patient. Hcp was very dissatisfied with the termination of the catheterization process due to hcp, the need to reestablish a sterile barrier, and the patient's treatment time was delayed, which affected the willingness of patients and their families to be catheterized." Additional information provided 03/25/2024: the puncture sheath was used on the patient, causing skin damage but not blood vessel damage. It was reported this occurred with three devices. This report addresses the third device.